Event description:
(B)(4). Same patient as 2134265-2011-04684 and 2134265-2011-04997. It was reported that during a coronary artery stenting treatment procedure balloon slippage and vessel spasm occurred. The target lesion was located in the mid left anterior descending (mid lad) artery with 55% stenosis and was 15 mm long with a reference vessel diameter of 2.72 mm. The physician treated the lesion with pre-dilatation and implanting a 2.75 x 20 mm taxus liberte stent with 0% residual stenosis. The patient was discharged the next day on aspirin and prasugrel. In (B)(6) 2011, the patient had a sudden onset of severe substernal pressure chest pain which lasted for one and a half hours. Laboratory findings revealed borderline elevation of troponin to 0.2. The patient was diagnosed with acute coronary syndrome. The patient was treated with medications. The patient was discharged home on the same day. In (B)(6) 2011, the patient presented due to continued anginal chest pain with exertion. (B)(6) post index procedure, a nuclear stress test revealed mild antral wall ischemia. ECG revealed no significant changes. An angiography was performed two days later. The focal in-stent restenosis and proximal edge stenosis of the study stent located in the mid lad was treated with pre-dilatation using 3.0 x 15 mm nc quantum balloon and another 3.5 x 20 mm balloon. There was some backward "slippage" noted, related to the intimal hyperplasia of the stent during these balloon inflations. Residual stenosis was still noted. The intimal hyperplasia and proximal mid lad stenosis were confirmed by the use of a non bsc imaging catheter. Then a 3.0 x 18 mm non bsc bare metal stent was deployed with 0% residual stenosis. There was an intermittent lad spasm which responded quickly to intracoronary nitroglycerine. The patient was discharged 2 days later on aspirin and clopidogrel.

Manufacturer narrative:
(B)(6). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).